Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the problem. The shot log indicates that the system was locked in technique during this time. Rebooting would take the system out of manual mode and return it to auto mode. System functions tested and found to be working as designed. The ge rep ordered a power cord assembly and replaced the power cord. The system was tested system and it is working as designed.

Event description:
The customer reported that they got only a black image with a couple of white circles in it when fluoroing. The system worked after rebooting.